Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-101- user used the wrong strip test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018, in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved and he did not currently have any diabetic symptoms. Due to symptom of increased urination reported during initial call, customer had gone to their primary care physician on (B)(6)2018. Primary care physician had provided customer with medication, the same as the one he was using. Customer purchased the correct test strips for use with the truebalance meter and stated the meter is working as intended.

Event description:
Consumer reported complaint for test strip no recognizing or test strip not absorbing the blood. Wife is calling on behalf of the customer. The customer was using the incorrect test strips - lot mv2866 is a truemetrix test strip lot number and not for use with truebalance meter. Customer was advised to purchase the correct product. At the time of the call, the customer reported feeling physically ill with increased urination. Medical attention was not needed at the time of the call.